Event description:
The pt's family claimed the unit failed to alarm. The pt claims that the unit was also giving false readings. They did not give specifics if the readings were high or low. The pt was found turning blue by the parents.

Manufacturer narrative:
The returned device was evaluated. The trend data was downloaded and the device functionality was verified, which includes confirming proper functioning of alarms. The unit was found to be functioning as designed. The device was also tested with a simulator. Test results confirmed the unit properly reported readings within the expected spo2 range of 70-100%. No abg was provided by the customer to compare the readings. The cable and sensor returned with the device were also analyzed and found to be functioning as designed.